Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis (ipp) due to a leak of saline through a hole in the reservoir. The patient had visited the hospital two weeks prior when the ipp didn't work properly. A patient outcome of stable was reported.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to a leak of saline through a hole in the reservoir. The patient had visited the hospital two weeks prior when the ipp didn't work properly. A patient outcome of stable was reported.

Manufacturer narrative:
Investigation summary: based on the information available, product analysis was able to confirm the reported event. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams700 ipp flat reservoir was visually inspected, leak tested and microscopically examined. The reservoir has wear at a fold in the reservoir shell. There was a leak at corner of a fold that was result of fatigue and wear; hole was present. The identified fluid leak in the reservoir shell could affect the functionality of the device, as the device would not be functional after the system fluid was lost. The ams700 ipp cylinder was visually inspected, leak tested and examined using a microscope. Cylinder has wear at folds in cylinder body. This wear would not affect the functionality of the device. Cylinder passed all tests performed. The ams700 momentary squeeze (ms) pump was leak tested and visually inspected the tubing was identified as having been cut down to the pump block; no tubing was returned for analysis. Under microscope observation it was noted that the pump was contaminated. The pump was not functionally test due to the contamination was identified within the pump. Labeling review: the device instructions for use (IFU) was reviewed. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.